Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connecting. A technical support specialist (tss) followed knowledge article (retry - insert into purge.purgestatistics) and knowledge article (how to create a station database backup) and noted the station database was not encrypted, tss performed a manual backup of the station database to the d drive backup location, tss reviewed the station datasync debug log details and compared the related purge statistics records on the station and on the server and observed a mismatch in the purge statistics values, tss stopped datasync on the station and deleted the purge statistics records for the affected dispensing device key on the server for the retry period and later, tss restarted datasync on the station and monitored the station datasync debug log using baretail which showed successful upload activity and no variation in change tracking version. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, or 5 devices not communicated. There were no adverse events or injuries reported based on this event.